Event description:
The device was being used during a left femoral access of a patient with a tortuous anatomy and stenosis in the left iliac and superficial femoral artery. The physician did not notice any sheering of the wire guide, but upon retraction of the wire, he noticed a radiopaque object just distal to the access site. After removing the wire from the sheath, the wire had extensive damage to the spring coil tip. At this time the patient was taken to have the object surgically removed. The object was successfully removed and appears to have been a portion of the distal segment of the wire's spring coil tip.